Event description:
The customer reported that the housing of her pump in style transformer fell apart exposing underlying electronics.

Manufacturer narrative:
A replacement power supply was sent to the customer. Customer reported a breach in the transformer exposing underlying electronics. Attempts to contact the customer for follow-up info and to obtain the original product have been unsuccessful. As of the date of this report, medela has not received the product. Should the product be received and evaluated resulting in any new info a follow-up report will be filed. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned action.